Event description:
Programming history was received for review. It shows the patient coming into the office at intended therapy. A system diagnostic test being performed that faulted. The patient was interrogated and the patient's settings had changed to faulted test settings. All settings were corrected prior to the patient leaving the office except they were left at 60 minutes off time when they had previously been at five minutes off time. No serious events have been reported in relation to this event. The patient's neurology office was notified. Teaching has been provided on how to prevent these events from happening.

Event description:
It was reported that when our consultant reviewed programming history on a handheld during a programming software update and she noticed the following. On a system diagnostic test you could see output status ok, lead impedance ok, dcdc 2, eri no (current delivered 1.00ma) with a normal mode test showing output status ok, lead impedance ok, dcdc 0, eri no(current delivered 0.00ma), which were performed in that order. The appointment occurred sometime in (B)(6) 2012. The consultant thought that the patient's settings were noted as correct during the review of the history, but she was no longer at the office, so a final interrogation couldn't be confirmed. A programming anomaly cannot be ruled out at this time. Programming history has been uploaded and is pending receipt at the manufacture for review.

Manufacturer narrative:
Analysis of programming history.